Event description:
The customer reported that the ventilator alarmed and went vent inop due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition pcb board for the reported problem. No further information has been received from the customer.

Manufacturer narrative:
(B)(4). No repair information from customer.